Event description:
The pt underwent a neurostimulation trial procedure without complications. The day after the procedure, the pt presented to the emergency room with severe back pain. An MRI was done that showed a large spinal epidural hematoma. The exact location and amount of blood was not reported. Some lower level paralysis was reported, but not confirmed. The pt was admitted to the hospital and the neurosurgeon performed an open laminectomy to relieve pressure on the spine that was related to bleeding. The pt remained hospitalized for three days, the pt's pain had improved and by post-op day three the pt was ambulatory with mild balance issues but no falls. At discharge there was "no focal motor weakness and no sensory changes". Refer to MFR report #6000153200802199.

Manufacturer narrative:
.